Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that an automated impella controller experienced "impella stopped", "motor current high", and "contoller failure" alarms. The pump could not be restarted. The pump was explanted and no patient was in stable condition.